Event description:
It was reported that the caller experienced a malfunction on the pump, specifically malf 12, and had encountered this issue multiple times before. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support decided to replace the pump and advised the customer on using a backup method of insulin delivery. Additionally, technical support provided instructions for returning the faulty pump and informed the customer about the steps to follow upon receiving the replacement pump. These instructions were acknowledged and understood by the customer.